Event description:
It was reported that when viewing results in patient viewer (a display function within the software application) and a coagulation result is outside of a linearity limit (high or low), then all of the results processed after this will show the same result as the result with the out of linearity limit. It was reported that printed reports display accurate lab values. There was no report of death or serious injury associated with this incident.